Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction peeled adhesive around the light guide (lg) lens was traced to a component failure. Additionally, the most probable cause of the dirty grip was due to water leakage. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a dirty grip, the adhesive around the light guide (lg) lens was peeled. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide device manufacturing date. Updated fields: g3, h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.